Manufacturer narrative:
In the initial report was inadvertently populated with a PMA number this was documented inappropriately the section should have remained empty. To address this empty field on the initial report should have been populated with the following information: this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order have been received. Sterilization records were reviewed. Sterilization was processed and no deviations were found that affects the sterility of the device. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review, and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female, (B)(6) patient, had an intraocular lens (iol), model zcb00v, implanted on (B)(6) 2016. Uveitis was observed on (B)(6) 2016. The doctor prescribed predonine tablets (steroidal anti-inflammatory drug). No further information was provided.